Manufacturer narrative:
The issue in this cer is deemed a reportable event since the malfunction 'ventilation stopped on patient' which causes the device to switch to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device is assumed to be a defective vu esm board. A detailed investigation was not possible because the customer did not return the defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There are conflicting pieces of information in the complaint database. On the one hand, it is stated in the "additional event information" section that no patient, user or third party was harmed. On the other hand, in the complaint / failure information section it is stated that the device failure "caused additional treatment to be necessary". Hamilton medical ag and hamilton medical inc. Tried several times over a period of almost one year to contact the customer (central vermont medical center) and find out more about what happened. The customer did not reply. As the complaint this cer was submitted to hamilton medical ag over 2 years ago, no attempts will be performed anymore to obtain additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Dear sven this unit failed during ventilation before the phenomena that you can see in the video the unit alerted with tf 249012 . The only way to shut down the unit was to take out the battery . We can see in the logs that the temp was over 64 degrees is it normal ? Please advise br lior.